Manufacturer narrative:
UDI: (B)(4). The expiration is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr tripolar90 suction electrode was clogged after just two minutes of use. Another like device was used to complete the procedure. With a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that the electrode clogged after 2 mins of use. The complaint device was received and evaluated in juarez laboratory. Visual inspection revealed that the cable had stains and the connector/pins were in good condition. Also, the suction tube shows saline residues, and the electrode tip shows signs of activation. When performing the functional test, the electrode worked as intended in both modes. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. The active tip is in a used condition. The suction tubes show signs of saline residue and tissue debris visible in active suction port. Finally, no visible damage on shaft, handle and cable. The parameters of electrical test were passed. The flow test was failed; therefore, the suction failure was further investigated, introduction of a thin gauge wire into the device suction path located the blockage at the distal end of the device. The device was found to fail flow test specifications due to tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. A DHR review has been performed for the complaint device lot number u2011067; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. From our investigation we were able to confirm the customer report that the electrode suction did not function with the returned device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a DHR review has been performed for the complaint device lot number u2011067; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented.